Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient indicated that the alleged issue started on (B)(6), 2010, at 9:00 am. The patient reported meter readings of "178-153" mg/dl. Due to the alleged issue, the patient claimed that she developed a symptom of sweating 5-10 minutes after the alleged issue began. The patient denied that she received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what the patient's meter readings were prior to developing the symptom of sweating, what actions the patient took before and after the symptom developed, and if the patient attributed the symptom to high or low blood glucose. In addition, it would have been helpful to know what date/time the last meter reading was obtained before the symptom developed. The patient did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of sweating which can be associated with a severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during a thyroid procedure, after a few minutes, the device did not function. No further information is available. Completed the case with the same like product. There was no patient consequence.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.